Event description:
On (B)(6) 2023, the customer emailed medela llc stating her freestyle handsfree pump was having an issue with low suction. The customer also alleged she was diagnosed with mastitis.

Manufacturer narrative:
The customer was advised by email to contact medela to troubleshoot her pump. The customer phoned medela llc on(B)(6) 2023 to troubleshoot her pump. Customer service conducted troubleshooting with the customer including disassembling, inspecting, cleaning and or reassembling kit and tubing set; verified the customer had the correct breast shield fit. The customer stated she had tried additional freestyle flex parts on her pump and the pump still had issues with low suction. The customer was sent a swing maxi pump and parts. In follow up with a complaint handler on (B)(6) 2023, the customer stated she was diagnosed with mastitis on (B)(6) 2023 and was prescribed dicloxacillin. She stated her mastitis is currently resolved. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4)the risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.